Event description:
It was reported that during automatic study modes, the system 9800 displayed a grainy line across the image distorting it. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction could not be duplicated or verified. The system was tested and found to be working as intended and placed back into service.